Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was reported as approximately (B)(6). Additional device product code¿hwc. It was reported that the surgical procedure began on (B)(6) 2015 and was completed on (B)(6) 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary trochanteric fixation nail (tfn) procedure with cable was performed on (B)(6) 2015 to treat a sub trochanteric fracture of the right femur the surgeon experienced difficulty trying in insert the helical blade through the nail. The helical blade repeatedly got jammed. The surgeon then removed the nail, checked the connections and rereamed the femur and femoral neck. The surgeon then reinserted the same nail. There was no visible damage noted to the nail or helical blade. The same blade was tried again unsuccessfully. The procedure was then successfully completed with the same instrumentation using a lag screw instead of the helical blade without difficulty or patient harm. The reported issue resulted in a 30 minute surgical delay. After the procedure the same instrumentation was used to simulate a tfn procedure with a new helical blade and nail and the helical blade did not advance smoothly through the nail. This report is 1 of 9 for (B)(4).